Event description:
A report was received that the patient was experiencing numbness and tingling in her leg. The patient had a CT myelogram and spinal hematoma was confirmed. The patient underwent a surgical procedure and was reportedly doing well after. However, the patient developed a complication that resulted from the hematoma wherein the patient had no motor function in her right leg which has nothing to do with the stimulation.